Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 8021545-2024-01520 - device 1 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 26-may-2024, it was reported that the three infusion set tubing was came apart and infusion set is long for 1 day. No further information available.